Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The full lead was returned and analysis found no anomalies. Blood was noted on the distal electrode. (B)(4).

Event description:
It was reported that the physician successfully tested the helix of the implantable pacing lead prior to implant. After insertion, fluoroscopy revealed that the helix had extended during insertion. The physician attempted to retract the helix but was unable. The lead was removed and replaced. No patient complications have been reported as a result of this event.